Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced loss of consciousness. The cgm was reading high and the blood glucose reading was 21 mg/dl. The son administered nasal glucagon and called paramedics. The bg by ems was also 21 mg/dl and the patient was disoriented. She was taken to the emergency department (ed). The patient stayed in the hospital for 1 day and was discharged the next day, (B)(6) 2025. The patient was stable at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.